Manufacturer narrative:
H10: the device was received for evaluation with a titanium adapter attached to the patient adapter and a mini cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including clear passage, and clamp function testing were performed with no issues noted. Leak testing was performed with the returned titanium adapter and an in lab titanium adapter and no leaks were observed. Integrity testing was performed between patient adapter and in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set ¿loosened¿ from the titanium adapter which resulted in a leak. This occurred after peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.